Manufacturer narrative:
Initial.

Event description:
It was reported that a patient¿s ilet charger or battery appeared to take over an hour to charge, and the care team requested outreach to discuss charging issues. No adverse clinical symptoms during the event reported. Outcomes included no clinical impact. Investigation included review of recent device logs and attempted patient contact. Investigation of this case revealed that charging behavior over the preceding several days was within expected parameters and that no charger or battery malfunction was evident. It was concluded, based on previously established findings for similar reports, that the cause was normal device operation.